Event description:
It was reported that the bd discardit¿ ii 20 ml syringe experienced leakage past the stopper/plunger. The following information was provided by the initial reporter: leakage from the bottom of barrel.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 2009504. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation by our quality engineer team. Through inspection of the retained samples, no defects were identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd discardit¿ ii 20 ml syringe experienced leakage past the stopper/plunger. The following information was provided by the initial reporter: leakage from the bottom of barrel.